Event description:
It was reported a critical alarm was heard and confirmed by telemetry. The alarm was due to an empty reservoir. The patient was discharged from her doctor¿s office about a year ago, so she did not have a managing physician. The managing physician no longer saw the patient as the patient was ¿non complaint.¿ it was known that the pump was empty and it had been empty for ¿over a year.¿ on the date of this report, the patient was in the hospital just to have the alarm silenced. The alarm was silenced by the floor physician. The pump was not filled, the reservoir volume was updated and the pump was set to minimum rate mode. Explant was considered as the patient did not have a managing physician. The patient did not experience any symptoms and was in the hospital for an unrelated issue. The type of medication being delivered via the device system was dilaudid and bupivacaine. Additional information has been requested regarding the cause of the empty reservoir and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2006, product type: catheter. (B)(4)